Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for chronic low back pain. On (B)(6) 2017, the patient reported pain at the ins site. A device diagnosis was not applicable. The event was related to the device or therapy (specifically the ins pocket), and not related to the implant procedure. No action was taken and the event was ongoing. Additional information from the healthcare professional of the clinical study reported that the ins was causing the patient pain and that the patient wanted the ins explanted. The ins was explanted (and not replaced) on (B)(6) 2017 and was disposed of according to biohazard instructions. The event resolved without sequelae.